Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the permanent cautery spatula involved with this complaint and completed the device evaluation. Failure analysis confirmed the customer reported complaint. The instrument was found to have a broken conductor wire at the weld joint of the yaw pulley after one side of the clevis ear was removed for further investigation. The silicone potting appeared to be compromised and the conductor wire damaged around the weld location. Additional observation not reported was thermal damage of the yaw pulley. Material appeared to have burnt off from the charring that occurred near the conductor wire. Any material missing is likely to be thermally induced from another energized instrument rather than mechanically induced. Engineering has determined that the failure related to this complaint, the conductor wire pulling out from the weld location at the base of the instrument, is not user interaction related. The customer reported complaint does not itself constitute an MDR reportable event; however, the charring damage found during failure analysis suggests that unintended arcing occurred. Although, no patient harm was reported, if the malfunction were to recur it could cause or contribute to an adverse event.

Event description:
It was reported that prior to starting a da vinci-assisted surgical procedure, the permanent cautery spatula instrument was connected to the system and smoke appeared instantly out of the instrument. The instrument was disconnected, replaced with another instrument and the issue was not reproduced. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) obtained the following information from the reporter about the complaint: the instrument permanent cautery spatula as well as the cannula were inspected prior to use, no damage was reported. The event was not recorded. The instrument was connected and smoke appeared, the instrument was therefore immediately disconnected and was not used on patient. A backup instrument was used to complete the procedure. The issue did not reproduce and the surgery was completed without further complications. The patient was doing well.